Manufacturer narrative:
Per the clinic, the implant magnet was explanted on (B)(6) 2021. Surgery to replace the magnet has been completed during the same surgery. Device analysis report is attached. This report is submitted on december 28,2021.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery due to poor magnet retention. The implanted device remains.

Manufacturer narrative:
This report is submitted on november 22, 2021.